Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111. Advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The customer reported going to the emergency room (ER) for low blood glucose. His blood glucose had read low (<20mg/dl) while wearing the pod on his arm for between 4 and 24 hours. Medics attempted to treat him at home with orange juice, milk, food, and glucose tabs but he was taken to the emergency room (ER) by ambulance when his levels were not coming up. The patient stated he was having a bad insulin reaction. Treatment at the hospital included fluids and glucose via IV. He also experienced high blood pressure. The customer reported a lot of physical activity in the 24 hours prior, but not more than any other day.